Event description:
Add'l info rec'd from analyst/MFR 10/3/02: after speaking with pioneer surgical technology, analyst believes that the product identified in MDR mw1025827 is a biologic and not a medical device. The product is a human tissue bank product and does not appear to be sufficiently processed to qualify as a medical device.

Event description:
Pt had a cervical fusion (c67) with instrumentation. The surgery failed as the fusion did not occur and primarily the surgeon refused to remove the device. Pt found out that the device has changed position as found in recent x-rays. After extensive research and talking with a former employee of MFR of the device, pt has discovered that the device had not been FDA approved for permanent use (class 2) at the time of pt's surgery. The surgeons have refused to remove the device event after continuous and repeated complaints to them by pt explaining that they remain in and pt suffers from an enormous amount of pain and that their condition is degenerating.